Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 491876, expiration date 01/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer received a result of 6.9 mmol/l on aviva ii system 1, and a result of 2.9 mmol/l on aviva system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. The customer self- treated with "lucicade" and low blood glucose symptoms improved after 5 minutes. No adverse event related to the device was reported. Requested return of suspect device.